Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. There is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
Subsequent to the previously filed medwatch, the following additional information was received. On (B)(6) 2015 the patient presented experiencing a non-st elevation myocardial infarction. Angiography revealed a 90% stenosed lesion in the mid right coronary artery (rca) with thrombus present. Thrombus aspiration was performed prior to deployment of the 3.5 x 18 mm xience alpine stent. The patient was placed on dual antiplatelet therapy and discharged to home on (B)(6) 2015. On (B)(6) 2015 the patient was rehospitalized with swelling of the hands for two days. No cardiac work-up was performed and the patient was discharged to home on (B)(6) 2015 on medications. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015 the 3.5 x 18 mm xience alpine stent was deployed for treatment of a lesion located in an unspecified artery. On (B)(6) 2015 the patient was rehospitalized for other cardiovascular symptoms. No additional information was provided.